Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number (B)(4) for product code. Please see attached spreadsheet for the bimonthly submission due (B)(6) 2015. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2015-03672 and 3005099803-2015-03674.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2015-03672 and 3005099803-2015-03674.